Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of far-field signals. Technical services (ts) reviewed the stored data and observed intermittent oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Ts provided reprogramming suggestions. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).